Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
B5: it was reported that occlusion alarms occurred. The customer's blood glucose level was 390 mg/dl. A systems check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.